Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of a zone 2 descending thoracic aortic dissection using two gore® tag® conformable thoracic stent graft with active control system. Reportedly the patient had an aortic coarctation with a 180-degree bend just past the left subclavian artery and then went into tortuosity (twisted in opposite direction) just past the aortic coarctation. When advancing the lunderquist guidewire, the guidewire straightened out the thoracic area however when the first gore® tag® conformable thoracic stent graft with active control system was deployed it did not stay straight. The device bunched/shortened (shortened approximately 2-3 cm) and ¿stood more straight up¿. The physician chose to implant an additional gore® tag® conformable thoracic stent graft with active control system to see if it would straighten out the area, it did not. It reacted the same as the first deployed device implanted. There was a planned left carotid to left subclavian artery bypass for this procedure. The physician chose to perform an open repair. A bifurcated graft was used to bypass from the ascending aorta and connect the grafts ends to the innominate artery and left carotid artery. Then a third gore® tag® conformable thoracic stent graft with active control system was implanted distal in the descending thoracic aorta. The planned left carotid to left subclavian artery bypass was performed. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: tgm282815/ 23692044 UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system instructions for use state that adverse events which may require intervention and / or conversion to open repair.